Manufacturer narrative:
It was reported that the patient was in a foreign country and couldn't come to the checkups, the implant failed due to allergic reaction. Pain reported as a consequence of the event. Zimvie received one (1) bost411, (3i t3 non-platform switched tapered implant 4 x 11.5mm) for evaluation (images are attached). Visual evaluation was performed and identified signs of use, there was debris on implant. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3839(due: aug 30, 2023). DHR review was completed for the subject lot number 2019080071. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019080071 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz rev 10, the most likely root cause determined from the investigation was patient factor or material selection. Therefore, based on the available information, a device malfunction did not occur. The implant had signs of use but no damage or signs of malfunction that would contribute to the event. The reported event could not be verified with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported the patient was in a foreign country and couldn't come to the checkups, the implant failed due to allergic reaction. Pain reported as a consequence of the event.

Event description:
It was reported the patient was in a foreign country and couldn't come to the checkups, the implant failed due to allergic reaction. Pain reported as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).